Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high impedance on the right ventricular lead was noted during a follow-up in clinic visit. The lead was noted to be working fine and threshold was normal. The lead was explanted and replaced during a routine generator replacement procedure. The patient was stable throughout.